Event description:
The valtrac ring was difficult to close and the typical cracking sound was missing while locking the ring. In this operation this ring could only close with force and it is not sure if the ring will hold. It was also reported that the mucosa was wounded. The surgeon continued to use this device.